Manufacturer narrative:
Product ID 977c265, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type : lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a n eurostimulator (ins) for spinal pain. It was reported that patient had a lead revision due to inability to adjust stimulation and high impedances. Xrays showed what appeared to be twisted wires. Under physical examination during the replacement it was confirmed that the wires were twisted from the battery all the way to the spine. Impedances where checked after detangling the leads , but remained high, so a lead replacement was performed. All impedances were normal on the new lead after implant. There was some fluctuation of impedances after surgery but they seemed to clear with time and repositioning. Health care provider was made aware and will follow up. The stimulator was functional and desired stimulation was obtained. It was noted that a possible contributing factor was the battery flipping, but ultimately the factors were unknown. No patient symptoms were reported. No further complication were reported or anticipated.

Manufacturer narrative:
Product ID 977c265, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 08-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a n eurostimulator (ins) for spinal pain. It was reported that patient had a lead revision due to inability to adjust stimulation and high impedances. X-rays (attached) showed what appeared to be twisted wires. Under physical examination during the replacement it was confirmed that the wires were twisted from the battery all the way to the spine. Impedance where checked after detangling the leads , but remained high, so a lead replacement was performed. All impedances were normal on the new lead after implant. There was some fluctuation of impedances after surgery but they seemed to clear with time and repositioning. Health care provider was made aware and will follow up. The stimulator was functional and desired stimulation was obtained. No patient symptoms were reported. No further complication were reported or anticipated.